Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additional correction to the initial h6 component code a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the procedure was prolonged since the papillotome was damaged and exchanged during the procedure. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned at this time. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the evis exera iii doudenovideoscope with the single use distal cover was "chewing up" the papillotome during an endoscopic retrograde cholangiopancreatography (ercp). The physician further reported that the elevator was rough with wires and papillotomes. The procedure was prolonged by 20 minutes as the papillotome had to be replaced. The procedure was completed without further incident. There was no harm or user injury reported due to the event. There are 2 devices involved in this event and are recorded under the following patient identifiers: (B)(6) - this reports the duodenovideoscope. (B)(6) - this reports the distal end cover.